Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the leads were explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-01046. It was reported the patient experienced ineffective stimulation due to lead migration following being picked up by the waist. As a result, the patient may undergo surgical intervention on a later date.